Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 28.2 mmol/l. Customer thinks the infusion set was leaking. Customer also reported getting a no delivery alarm with a previous infusion set. The infusion set will be replaced. Customer will return the reservoir for analysis.